Event description:
Info received indicates during a function check the bed would not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician adjusted the trend and reverse trend switches to repair the bed.